Manufacturer narrative:
The customer¿s report that the extension tubing set male luer cracked was not confirmed based on visual inspection; however the other report that the extension tubing set leaked at the connection to the filter set was initially confirmed. The samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages were observed. The as-received mated luer components were observed to not be fully connected. Inspection of the mating components observed no damages or issues. When the components were reconnected fully/securely, no leak was observed. Functional testing was performed and fluid was observed to leak at the engagement of set male luer to set female luer. The root cause of the reported damage was not identified. The customer report that the extension tubing set leaked at the connection to the filter set was confirmed. The root cause of the leak was identified as the mating components not being securely connected.

Event description:
It was reported that during a lipid infusion in the nicu, the extension tubing set male luer cracked and leaked at the connection to the syringe tubing set with the filter. It was recommended that the customer have minimal amount of connections and will be trialing a syringe set with a built-in filter for lipid administration. The customer later stated that there were no adverse effects caused to the neonate patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the nicu the tubing set leaked at the point where the tubing set connects to the syringe set and not at the patient connection. It was recommended that the customer have minimal amount of connections and will be trialing a syringe set with a built-in filter for lipid administration.